Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2004; e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2004.

Event description:
It was reported that a chronic outer insulation breach was observed in this right atrial (ra) lead during a device change out procedure. The caller inquired about lead repair as they wanted to avoid a laser lead extraction. Noise has been observed on past interrogations. The patient was not atrial pacing dependent but was ventricular pacing dependent. The physician chose to use the lead in the unipolar configuration. Technical services discussed testing for myopotentials and that lead repair was not recommended. The lead will continue to be utilized per the physicians decision. No further patient complications have been reported as a result of this event.